Event description:
It has been reported that the system was down and was not booting up correctly. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was down and was not booting up correctly. During troubleshooting, the fse assisted the biomed and biomed identified that screens are flashing and the tsm's are not connecting to host pc. The cause of the issue was host pc in the logs. The biomed replaced the host pc and hdd. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.